Event description:
N/a

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/26/2025. An investigation was conducted on 3/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water did not exit through the cannula in a normal stream. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was confirmed. An manufacturing engineer evaluation was conducted. The following is manufacturing engineering's evaluation of the cannula subassembly (cv000001058), onetrack complaint #(B)(4), that was returned for the reported failure of "improper flow or infusion". The complaint was confirmed for improper flow. A syringe filled with water was connected to the scope wash tubing valve. The plunger on the syringe was depressed but no fluid came out of the c-ring nozzle hole. Fluid was observed coming out of the cannula handle. The cannula subassembly (cv000001058) was disassembled. Upon closer investigation it was observed that the nozzle hole on the c-ring was occluded with adhesive. Based on the returned condition of the device as well as the evaluation results and manufacturing engineering evaluation, the reported failure "improper flow or infusion" was confirmed. The lot # 3000450191 history record review was completed. There was one (01) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, when using flush port, the fluid did not come out correctly. When the fluid port on the device was flushed it poured out of the end of the device instead of the c-ring. Procedure was completed with a new evh kit. There were no patient injuries. Minimal delay in case to open a new kit.